Event description:
I received a resmed airsense 11 on (B)(6) 2022 to treat sleep apnea post covid. I noticed some shortness of breath even after the demo session with the respiratory therapist. That then progressed, with use, to full blown acute asthma needing 3 inhalers, nebulizer, and prednisone. I had to discontinue use of the machine after 9 days as I was too ill to continue. I washed the machine repeatedly. Let it run without me to hopefully purge whatever the problem was. My doctor adjusted the settings. But we couldn't get the asthma to stop. It would improve, however, if I didn't use the machine for a night. FDA safety report ID# (B)(4).